Event description:
Meter name: one touch ultra. Strip name: one touch ultra teststrips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they were taken to hospital. Their meter allegedly would only prompt apply sample. The result on their meter was unable to test. The result at the hospital was unk. No comparison reported. Treatment was unk. No further info has been reported.